Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer reported that they believe that the insulin pump was giving them too much insulin. The customer's blood glucose was 32 mg/dl at the time of incident. The customer's blood glucose was 121 mg/dl at the time of call. The customer stated that they treated the low blood glucose with juice and sugar water. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer stated that they found that the insulin pump delivered insulin without them programming. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.